Manufacturer narrative:
(B)(4). Foreign. The event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the screw driver handle cracked during use. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screwdriver confirmed that the blue handle cracked. Also noted multiple scratches and dents on the handle indicative of use. Dimensional analysis was performed and noted the dimensions taken are within specifications per the print. Sub-component was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A design change was made to the screwdriver. These changes should provide increased resistance to handle cracking; this device was manufactured prior to design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.